Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary two opened foils with a winding former and a parked needle/suture combination in each foil and an unopened sample of product code (B)(4), lot # hg6505 was returned for analysis. During the visual inspection of two opened representative samples, the samples were dispensed without problems and the swage and attachment area of two needles were as expected. The sutures were examined along strand and no defects, damage or needle pull could be observed. The foils were examined and no damage was noted. A functional test was performed on the samples and the pull force met the requirements. An unopened sample was examined and no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The sutures were examined along strand and no defects, damage or needle pull could be observed. A functional test was performed on the sample and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no package integrity issues were found.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the package had any hole, tear, or puncture that compromised sterility? Was the seal open or incomplete?

Event description:
It was reported that during wound closure on (B)(6) 2018 suture was used. When the surgeon removed the suture from the package the suture material started disintegrating. A different suture device was used to complete the procedure. There were no patient consequences reported.